Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing could not confirm the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
--

Manufacturer narrative:
A return request was made for these products. The lead was returned and detailed analysis is pending.

Event description:
Boston scientific received information that during an upgrade procedure both the 4593 and the 4549 left ventricular (lv) leads were attempted implants. It was reported that the attempts were related to using too large a vessel for the lead and that the lead would not stay in place. In addition, two instances of staining were noted after using the inner catheter. The patient had experience no hemodynamic difficulties. The physician elected to stop the case due to exposed fluoroscopy time and no lv lead was implanted.